Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported while trying to clip the cystic duct artery the clip applier would scissor the clips. They opened a new applier to finish the case. There was no consequence to the pt.